Event description:
Received info stating pt was hospitalized due to dka. At this time it is unk what is contributing to pt's condition.

Manufacturer narrative:
Customer technical support walked reporter through a system check as he did not have the power cord. Reporter was asked to inform tandem of findings. Reporter informed tandem that customer is doing "fine". It should be noted that the customer is (B)(6) y/o. The user guide is for users of the t:slim insulin delivery system (t:slim system). The intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater.